Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and failed due to failed serial number verification. Alarm/alert manual test was performed and failed due to low sound. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and failed due to foreign object damage to speaker/fod. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be a defective speaker via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).